Event description:
Related manufacturer reference number: 2017865-2024-03732. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing and high capture thresholds on the right ventricular (rv) lead, interrogation also showed failure to capture on the left ventricular (lv) lead. No changes or interventions were performed physician elected to continue to monitor. The patient was in stable condition.